Manufacturer narrative:
Product analysis-observations: visually confirmed approximately ~25 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. Conclusion: the above findings are consistent with torsional overload.

Event description:
Procedure or technique used: posterior fusion it was reported that, intra-op, shaver tip broke while scrapping end plate. The instrument came in contact with the patient. The instrument broke but no fragments were remained in the patient. No patient complications were reported as a result of the event.